Event description:
According to the op report, this valve was explanted due to pv leak with resultant "severe" aortic insufficiency. The patient was in congestive heart failure and had "intermittent" atrial fibrillation. At explant, a 3 to 4 mm area of annular dehiscence was observed anterior and to the left of of the left main coronary artery. Otherwise, the valve was noted to be "intact with normal leaflet function". The valve was replaced with a sjm 25aj-501, and a right-sided mays procedure was performed. The patient was transferred to the ICU in "satisfactory" condition.